Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient developed a pocket infection and the health care professional (hcp) had no further actions taken. The ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.